Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture concomitant products: 535cc mentor memorygel breast implant catalog: 3505535bc lot: 6827983 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, of unknown age at the time of the event, who underwent breast augmentation revision with two 535cc mentor memorygel breast implants, experienced capsular contracture baker grade iii on the left breast post-operatively. As a result, the patient will undergo removal on (B)(6) 2019.